Manufacturer narrative:
Additional information: one reusable irrigation/aspiration (I/a) handpiece was returned for air in the aspiration line, with the pressure not increasing. One handpiece lot number was identified with this complaint: manufactured in august 2015. The device history record for the lot was reviewed. According to the device history record review, no anomaly was present. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for this reported issue. The handpiece tip was visually inspected using 20x magnification. The handpiece is visually acceptable. A vacuum and pressure test was performed on the handpiece and the testing was deemed acceptable. The vacuum test result of -0.023 sccm was achieved compared to a maximum value of 2.00 sccm. A pressure test result of 0.003 sccm was achieved compared to a specification maximum of 2.25 sccm. The lot specific to this event is not known; therefore, lot history and device history review (DHR) reviews are not possible. The customer did not retain a consumable sample for this complaint report; therefore, visual inspection and functional testing could not be conducted. The file will be processed for closure and opened at a later date if a sample is returned. Though the definitive root cause of this customer's complaint cannot be determined as a sample was not returned for investigation, complaints of a similar nature referencing aspiration/suction issues have been received and the root cause of the customer's complaint is an error during the supplier's manufacturing process of the blue aspiration luer. It has been determined that some of the blue luers from one of the six supplier cavities from one supplier lot can allow air to enter the aspiration line and reduce the ability of the sample to reach maximum vacuum. An action has been opened to determine root cause and implement appropriate corrective actions for complaints of this nature. The evaluation does not confirm a problem with air in the line or the pressure not increasing. The handpiece was visually and functionally conforming. Based on the complaint information provided, the most likely source for the poor vacuum was from the aspiration line¿s connector was a poor tubing connection with the handpiece. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that air entered the aspiration line of the irrigation/aspiration handpiece, which caused the aspiration pressure to not increase. The surgery was completed. There was no harm to the patient.